Manufacturer narrative:
The customer stated that the needle did not fully retract after firing. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed the non-retracted needle (which would have been visible through the pod's viewing port) and would have immediately deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.

Event description:
The customer reported that after administering a bolus to counter her high bg's (greater than 500mg/dl), insulin was seen "coming out of the pod and not into the skin"; five units had previously been administered before this was noticed. The pod was removed and, upon inspection, it was discovered that the "needle had not retracted back into the pod". A new pod was applied and the suspect device will be returned for eval.